Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd angiocath¿ IV catheter was found with foreign matter. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: confirmed: bd was able to confirm the complaint based on the analysis of the customer's photos containing the claimed defect. Investigation comments: after analysis of the photo in attachment, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. Samples/ photos: according to visual analysis of received photos, it was possible to verify the presence of silicone droplets on the catheter. The conclusion of the investigations of this complaint does not require the presence of physical samples, the photos that are attached are sufficient for the determination of the defect, not altering the investigation carried out. DHR/ qn/ ncmr review: it was not possible to perform a device history record analysis, since the claimed batch is unknown. Qn/ ncmr review: it was not possible to perform quality notification (qn) or non-conformity report records analysis since the claimed batch is unknown. Investigation conclusion: based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. For more details on root cause check CAPA # 82171.